Event description:
It was reported the patient had no stimulation sensation. The patient had turned stimulation off on (B)(6) 2013. The next day, when the patient turned the device on the programmer showed that stimulation was on but the patient was unable to feel stimulation. The patient increased stimulation to 3.0 v and reported no stimulation sensation. It was reported the patient bent over to grab something on (B)(6) 2013 and "felt something snap". The patient had an appointment with their health care provider on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type - recharger; product ID 37746, serial# (B)(4),: product type - programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type - lead; (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).